Event description:
It was reported red itchy rash under tape border only in the right lower quadrant.

Manufacturer narrative:
The product associated with batch 4a00186 was made according to specification. After detailed batch review, no discrepancies (includes non-conformances/deviations) were found. This complaint is not associated with a product malfunction. The complaint/incidence data-post market data analysis (trend analysis), clinical review, root cause analysis and risk assessment indicate a consistent rate of complaints as a result of skin complications which are caused by a variety of external factors not related to the design, materials, and/or processes of the product. No further actions are required, and this complaint will be closed. Product monitoring reviews will monitor for product trends if this issue were to reoccur. No additional patient/event details have been provided to date. Should additional information become available a follow-up report will be submitted. (B)(4).

Manufacturer narrative:
Based on the available information, this event is deemed a serious injury. End user's son did not provide physician name or affiliation. It was reported that the end user uses pdi brand adhesive remover; and 3m skin protectant barrier. It was reported that the end user saw the physician and was prescribed nystatin power and moisture barrier cream. Advised the end suer to seal nystatin powder in with skin protectant barrier and informed them that the moisture barrier cream will cause pouch not to sticky. Stated tape border should be cut off or barrier used under tape border or the use product without tap border. No additional patient/event details have been provided to date. Should additional information become available a follow-up report will be submitted. Reported to the FDA on (B)(4) 2014.